Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient reported a different sensation of stimulation. The patient had an xray that showed lead migration. A revision would be scheduled at a later date. The patient¿s status was alive with no injury. It was further reported that both of the leads the patient had implanted migrated. The lot numbers were unknown to the company representative, but the company representative assumed the current/active leads had migrated. As of 2014-mar-04 a revision had not been scheduled.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type recharger, product ID 37746, serial# (B)(4), product type programmer, patient. Product ID 3777-60, serial# (B)(4), implanted: 2013-(B)(6), product type lead, product ID 3777-60, serial# (B)(4), implanted: 2013-(B)(6), product type lead. (B)(4).

Event description:
It was further reported that the explant had been completed by a different physician other than the implanter. If additional information is obtained, a follow up report will be sent.

Event description:
It was further reported that the physician found the stimulator was infected and the entire system was removed on 2014-(B)(6). The patient was currently following up with infectious diseases. If additional information is obtained, a follow up report will be sent.